Event description:
It has been reported that on 01/15/1991, the pt underwent a right total knee replacement, the surgeon implanted a howedica p.c.a. Tibial insert. On 03/25/96 the patient underwent a revision surgery on the same knee to remove the insert that had reportedly worn. The surgeon implanted another howedica p.c.a. Tibial insert.